Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Manual sound test was performed and passed. Wiggle test was performed and passed. Receiver functional testing was performed and passed. Open receiver for internal inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.